Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3093-28, lot# v010297, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss or change of therapy and didn't feel stimulation. The patient last felt stimulation in (B)(6) and it started not working 2 to 3 weeks ago in (B)(6) 2015. The patient's therapy wasn't on. The patient had a car wreck on (B)(6) 2015 and it was unknown if this was related to the implantable neurostimulator (ins) issue. The patient had a poor communication screen on the patient programmer. The patient's friend or family member used the antenna and placing the programmer directly over the ins on the skin didn't resolve the issue. The patient never adjusted the stimulation so they were unsure if any messages appeared on the programmer in the recent past. They couldn't connect to the ins using the programmer. The patient's health care provider (hcp) interrogated the device on (B)(6) 2015 and it was on, set on program 4 at 4.9v. The impedance was 1000 ohms. The hcp was unsure of the cause of the event and changed the patient to program 2 at 2.5v and they had sensation in the labia.